Event description:
During a reoperation reverse colostomy procedure (difficult trauma case) the surgeon fired the instrument which cut some of the bladder. Two devices are being returned, unsure which device was used. No further info provided.